Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit was received with battery cap and found missing battery cap contact. Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. P-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus for history files and traces. Pump error 37 was found on (B)(6) 2024 01:40 in history files and traces. Pump was cut to perform visual inspection found moisture damage on the pcba 1 and force sensor. Motor was tested outside of unit and it passed. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, cracked case, scratched case, cracked keypad overlay, cracked case (battery tube), broken belt clip rails, cracked belt clip rails, pillowing keypad overlay., battery cap contact missing. Pump error 37 is confirmed due to occurring during testing and due to motor anomaly. Cosmetic damage is confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin pump had a crack on the back of the pump and goes from the reservoir all the way to the side and clip holder fell off and can't put on the clip. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. Product mmt-1780kpk was be returned for analysis.